Event description:
It was reported that a pt went to the hospital due to chest pain. The pt had previously reported experiencing this pain whether he was around large magnets in his backyard. The pt followed up with his physician who decreased the pt's settings to a more tolerable level as the physician believed the pain was related to device stimulation. The physician performed device diagnostics which were within normal limits and does not suspect a malfunction of the device. There were no reports of pt manipulation or trauma that preceded the onset of the event and there were no programming or medication changes that preceded the onset of the event. The physician's current plan is to monitor the pt.